Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that a cartridge alarm 05 occurred and that a minimum fill notification occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issues. Furthermore, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. The customer's blood glucose level ranged from 176-400s mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.